Event description:
It was reported that a small volume intermate had particulate matter in its reservoir. This was found before use. The device had been filled with tobramycin, ceftazidime, or meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 5, 2014 - november 10, 2014. The device was received for evaluation. Visual inspection revealed a white particle between 0.19 and 1.42 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.